Event description:
Boston scientific crm received information that this right atrial (ra) lead had fractured. A lead revision was performed were this lead was surgically abandoned and a new lead was successfully implanted. Other than the procedure, no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.